Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.